Manufacturer narrative:
Annex a code added. Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report that the needle retracts before it enters the vein could not be confirmed from the two representative 24g insyte autoguard units that were provided for investigation. No damage or defects were detected on the safety mechanism or needle. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard catheter released prematurely. The following information was provided by the initial reporter: over the last couple of weeks, providers and staff have been having trouble with IV starts due to equipment malfunctioning. One provider reported the following: "I placed the IV. The problem I was having is the current catheter does not stay seated on the introducer (the needle) therefore when you puncture the skin and try to puncture the vein the introducer pushes the needle out before you enter the vein. The catheter is pushing up against the vein wall without the needle. I believe we have a lot # with defective catheters. I had to manually hold the needle onto the catheter once the skin was punctured. It should stay on and attached until you pull the needle out manually.". From viewing the product, the catheter feels loose on the needle and is not appropriately secured. Harm: yes (unclear from submission extent of harm or issue). Please confirm whether the date of event is 17jul2025. The original concern came via email from one of the neonatal providers on july 12th. July 17th was the date I personally viewed the IV catheters and entered the hero report. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Per the provider group, uvcs were placed due to inability to establish IV access.